Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: the charged coupled device unit was damaged during user handling fluid invaded the scope connector during user handling, causing abnormality of electrical parts however, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation of the screen going black and not being restored was not confirmed. Evaluation did find the screen occasionally went black during angulation, the plug unit had corrosion due to water leakage, the scope s-connector had corrosion due to water leakage, and due to damage on charged coupled device unit, a noise image occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a black screen when using angulation. The issue was observed during a diagnostic (bronchial examination) procedure. The facility finished the procedure with a similar device with no delays. No reports of patient harm were associated with this event.